Event description:
A dentist in (B)(6) put a crown on top of dental zinc and mercury amalgam and then I started using a cell phone that would heat up my head and jaws. Inflammation occurred in my brain with headaches and panic attacks and hyperthyroidism when inflammation subsided after all off of cell phone for 3 weeks, my whole brain and jaws were metallically burned. Is the product compounded: no, amalgam is. Is the product over-the-counter: no. How was is taken or used: upper left #3 tooth and all the other teeth that had molars, amalgam in them. Date the person first started taking or using the product: 1965 - 1996. Date the person stopped taking or using the product: 2004. The person using the product supposed to treat: tooth fillings. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product again: didn't restart. Do you still have the product in case we need to evaluate it: yes. Dr. (B)(6), may have notes on it.